Manufacturer narrative:
The device was received on august 2, 2021 for evaluation. The complaint was confirmed through visual inspection. Evidence of sparks/burn marks were found near the plug end of the power cord. The power cord was found to be damaged, leaving the internal wires exposed. A 12 month service history review revealed the pump had no similar complaints in the past 12 months. Due to the nature of the complaint an alarm/device log review and customer protocol testing were not applicable. A DHR review was not required as the pump was not an out of box failure and was not manufactured within in the past 2 years. The probable cause identified for the shock was a frayed power cord. The frayed power cord was a result of deterioration of the insulation over time. The power cord was replaced and the device passed an electrical safety test.

Event description:
The event involved a plum xl that the customer reported the nurse(user) got hurt by the sparkle generated from electric short circuit when connecting the pump to the main power. There was no report of patient involvement. No further information was provided.

Manufacturer narrative:
Additional information in section b5.

Event description:
Additional information received stating the nurse got slight burns on her hand and the hospital did an unspecified emergency treatment immediately. The status of the nurse is okay now and was back to work. The ac cord insulation is broken and the live wire exposed. There is no spillage found on the pump.